Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During routine preventive maintenance found drive not reading hours. Tested after approximately 1/2 hour unit displayed "head error." No patient involvement.

Manufacturer narrative:
(B)(4). During preventive maintenance the device showed a "head error." The maquet technician in the USA could not confirm the failure. The rotaflow drive was sent to emtec in (B)(4) for repair. After testing the error occurred immediately. The technician found out that the cause was a disconnected connecting wire which was caused by a removal of the rotaflow- cap. As a preventive the electrical assemblies mc1 and mc2 were exchanged. Electrical safety test and functionally test were successful. A supplemental medwatch will be submitted after new information has been received.

Event description:
Complaint cp: (B)(4). Autonumber: (B)(4).